Event description:
Customer reported that on (B) (6) 2010 she attempted to test her glucose with her freestyle lite blood glucose meter, but when she inserted a test strip she noticed a blank screen. It was also noted the meter turned on when the button was pressed, but not with test strip insertion. She further reported subsequently experiencing tremulousness and noted she "felt her heart was falling down". After trying approximately five times without success, customer called her healthcare provider and was advised to go to a local emergency room. At the emergency room, customer was diagnosed with hyperglycemia, was treated with an intravenous infusion of unknown type and given zofran (ondansetron), an anti-emetic medication. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is complete.

Manufacturer narrative:
Evaluations results: meter (B) (4) was returned and investigated. The complaint is not confirmed. The meter powered on with button. Meter did power on with insertion of strips. Did not observe power issue with strip port. This is a final report.

Event description:
Dr. And scrub nurse stated that stapler would not open when needed.